Event description:
It was reported that, this pacemaker exhibited t wave oversensing causing the rate to decrease to approximately 40 bpm. The technical services (ts) discussed troubleshooting options and recommended to reprogram the device in sensitivity. This pacemaker remains in service. No adverse patient effects were reported.